Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call the customer noted that multiple different scopes had been tried and the issues persist with each scope. At the time of the call, the customer was in a procedure and could not trouble-shoot, noting that she would call tac back. Customer called back later and noted that the main lamp that is in question is experiencing very inconsistently bright intensity and turning off when scopes are exchanged. Tac provided some clarifying points about the subject device regarding the settings, and asked about any error messages. The customer stated there might have been a message, but she could not recall. At that time tac recommended the subject device be sent in for evaluation, and possible repair. At this time the device has not yet been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii video system center was presenting an intermittently image during an unspecified procedure. According to the initial reporter, procedural specifics could not be provided, however, she did confirm that there was no patient harm as a result of this event.

Manufacturer narrative:
The initial report was inadvertently submitted as a 5 day report. This event should have been submitted as a standard 30 day report. Should any additional information be provided prior to the conclusion of the investigation, another supplemental report will be provided.